Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device did not deliver shock during the procedure. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.